Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the subject device was partially peeled off. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device warns; *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. Cross reference MFR. Report number: 8010047-2016-00330.

Event description:
It was informed that the ptfe pad of the subject device was partially separated. No pieces were fallen off. Details of the procedure were unknown. The doctor completed the procedure with another device. There was no patient injury regarding this report. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the coating of the jaw was peeled off. This is the report regarding the peeling of the coating.